Manufacturer narrative:
Date of event is approximate. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the left cylinder was split. All the components were removed and replaced with a new ipp device. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The cause of the cylinder break is unknown. It occurred about 3 months prior to the replacement procedure. The patient was fine.